Manufacturer narrative:
The additional devices referenced are being filed under separate medwatch report numbers. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported thrombosis could not be determined in this incident. The reported patient effect of thrombosis (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Since the patient had experienced heparin-induced thrombocyptopenia in a previous procedure, angiomax was used in replace of heparin. An xtr clip delivery system (cds) was successfully deployed. To reduce residual lateral mr, a second cds (91015u162) was inserted; however, while inserting the cds into the steerable guide catheter (sgc) (91030u156), thrombus developed on the multipurpose catheter on the left atrium (la). The multipurpose catheter was moved to the right side of the heart and the mitraclip was advanced. However, once the clip was advanced into the la, thrombus was noted on the clip. The clip was successfully pulled back into the sgc and was removed. A third cds (91031u294) was inserted, but when the clip reached the la, a piece of thrombus was noted in the clip and was noted to have been pulled from the sgc. The clip was pulled out of the sgc and the sgc was aspirated. When the clip was removed, no evidence of thrombus remained on the clip. The clip was reinserted and was successfully deployed, reducing mr to a grade of 2+. It was noted that the act level remained greater than 250 throughout the procedure. There was no clinically significant delay in the procedure. No additional information was provided.